Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09299 related manufacturer reference number: 2017865-2021-09301 related manufacturer reference number: 2017865-2021-09302 it was reported that the patient presented for a lead replacement procedure after a chest x-ray revealed that the left ventricular (lv) lead had dislodged. The old lv lead was removed and replaced. During the procedure, it was noted that the new lv lead exhibited high pacing impedance, and high defibrillation impedance. Additionally, the physician found it difficult to insert the leads into the implantable cardioverter defibrillator's header due to contamination with dried debris. The header was flushed and the lead was inserted. The patient was discharged. In a later follow-up in clinic, it was noted that the right ventricular (rv) lead exhibited loss of capture, high pacing impedance and high defibrillation impedance. It was determined that the rv lead and lv lead were connected to the wrong ICD headers. The pocket was reopened and both leads were revised on (B)(6) 2021. The patient was stable and had no adverse consequences.